Manufacturer narrative:
An event of device was covering the mitral valve leaflet and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However field noted that there was no allegation on the 32 mm amplatzer septal occluder.

Event description:
It was reported that on (B)(6) 2023, a 32mm amplatzer septal occluder was selected for an implant using a 12f amplatzer trevisio delivery system. After the device was released and due to patients anatomy the device did not sit well between the mitral and tricuspid valves. The device was covering the ant mitral valve leaflet. They had to snare it back out to recapture but all went well after. Therefore they required to downsize to the 30mm amplatzer septal occluder. The patient is stable and recovering. There was no allegation on the 32mm amplatzer septal occluder.